Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator without any negative pt outcome. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the proportional solenoid (psol) valve and to upgrade the software. The customer reported to have replaced the psol valve and have deferred to upgrade the software at this time. The unit passed all tests. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).